Event description:
The patient reported that the brace made her arm break out.

Manufacturer narrative:
Deroyal: the reported device has not been returned at this time. The investigation into the root cause is in process. This product does not contain natural rubber latex.